Manufacturer narrative:
The customer reported that after delivering a baby, the traces did not match the outcome of the baby and the traces were halving. Further investigation revealed on (B) (6) 2010, that a baby was born with an (B) (6) score of 3 after being monitored using a philips monitor. The available information supports that the reported behavior is within the expected function for this device. In order to support our customers in the continued safe use of avalon series fetal monitors. A mandatory field change order (fco) had been published and outlines measures that can be taken to help clinicians in situations where the fetal heart trace is unclear. While some of this information repeats or emphasizes the monitor's existing instructions for use, philips also provided additional information on artifact seen in ultrasound fetal monitoring and best practices in obtaining strong ultrasound fetal heart signals. If the device is used within the usual and expected use model, heart rate (hr) doubling or halving has no more than remote health risk. This issue is currently in investigation, and any improvement, if warranted will be implemented. Worldwide all customers have been notified about the ultrasound measurement in the mandatory (B) (4) to remind users about the instructions for use (IFU) content regarding inaccurate output readings which, if not properly addressed, may lead to: unnecessary interventions. Failure to identify the need for interventions. Failure to identify fetal distress. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that after delivering a baby, the traces did not match the outcome of the baby and the traces were halving.